Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as poor technique. The peritonitis was manifested by abdominal pain, vomiting and turbid fluid. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (for two weeks) for the event. On an unreported date the pd catheter was removed. At the time of this report the outcome of this event was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced turbid fluid, abdominal pain and vomiting in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.